Event description:
Information was received that a smiths medical cadd legacy plus infusion pump alarmed for cassette, and was infusing too fast. No patient adverse effects reported,

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's reported issue regarding "fails accuracy" problem was not duplicated. Test results were +2.57%, +3.79% and +1.22%, two within the published customer specification of +/- 6.0%, and one outside the internal specification of +/-3.0%. It was noted that the expulsor was not calibrated correctly. Service will trim the expusor to bring it closer to the nominal specification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.